Event description:
This event involved a patient 2 years and 9 months post heartware lvad implantation who experienced a change of power source in the controller earlier than expected followed by pump stops. The controller and batteries were removed from the patient and a new battery was supplied. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
The devices have been received and evaluation still ongoing. Preliminary evaluation and testing of the returned battery (B)(4) revealed an internal faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation.

Manufacturer narrative:
The site has indicated that the pump remains implanted. The controller and six batteries were returned to heartware for evaluation. The devices were exchanged without incident and there was no reported patient injury. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The controller and (B)(4) passed visual examination and functional testing; the reported event could not be duplicated at the bench level. However, a review of the controller log files confirmed the reported power switching event. Controller log files also incidentally revealed the occurrence of critical battery alarms two months prior to the event; this finding is not related to the reported event. Functional testing revealed that (B)(4) contained a faulty cell pair. Analysis of the controller log files indicate that the most likely root cause of the reported event is due to the battery faulty cell malfunction. An internal investigation (CAPA) has been opened to address the issue.